Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to advisory or recall. In addition, this ra lead was fractured as subclavian crush was observed. Our of ranged impedance, noise and unable to determine capture. This ra lead was unable to extract and was replaced. No additional adverse patient effects were reported.